Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor. It was reported that patient was feeling stim down her leg and she had everything taken out this past monday. There were no further complications that have been reported as a result of this event.